Event description:
The patient reported that the device was only three years old and it needed replacement. Follow-up with the physician's office determined that there was no issue with the device or premature battery depletion. The patient had needed constant therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.